Manufacturer narrative:
As reported, during prepping a 5f mynx control vascular closure device (vcd), the balloon burst. The device did not enter the patient. There was no reported patient injury. The mynx vcd was stored and prepped according to instructions for use (IFU). The balloon was in the protective balloon tubing when removed from the packaging. The damage was found during prep. The user was trained in the mynx device. A non-sterile ¿mynx control vcd, 5f¿ was returned for investigation. Per visual analysis, the device was thoroughly inspected, observing that both button #1 and button #2 were not depressed. The procedural sheath was not returned for analysis. The syringe was returned disconnected from the device, and the stopcock was set in the open position. The sealant remained in the manufactured position, fully covered by the sealant sleeves. The balloon was not inflated. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per functional analysis, the unit was immersed in an ultrasonic machine to remove the saline solution obstruction from within the inflation lumen. Then, the inflation/deflation test was performed by injecting water into the returned device according to the IFU, and a leaking condition was observed with the balloon. Per microscopic analysis, the balloon was inspected using a vision system to obtain a magnified image, and the leaking condition was confirmed. Note: due to the submersion of the unit into an ultrasonic machine, the sealant was removed. The product history record (phr) review of lot f2306802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the leak found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, as this issue was found during prep, handling factors during prep are possible. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2306802 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during prepping a 5f mynx control vascular closure device (vcd), the balloon burst. The device did not enter the patient. There was no reported patient injury. The mynx vcd was stored and prepped according to IFU instructions. The balloon was in the protective balloon tubing when removed from the packaging. The damage was found during prep. The user was trained in the mynx device. The device is being returned for evaluation.

Manufacturer narrative:
The event date is unknown. A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.